Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized nine days after the event onset. On the same day as event onset, the patient was treated with vancomycin (2 gm, every 5th day, intraperitoneally d duration not reported), tobramycin (40 mg, per day, intraperitoneally duration not reported) and heparin (0.5 ml, per day, intraperitoneally duration not reported). At the time of this report, the patient was recovering and was still hospitalized. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.